Event description:
It was reported that a homechoice device experienced a system error (se) 2240 alarm (air in tubing). This occurred during the initial drain cycle of peritoneal dialysis (pd) therapy. The patient had pressed ¿go¿ to initiate therapy prior to connecting to the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). By initiating therapy prior to connecting to the device, it is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.